Event description:
It was reported that damaged components on the performance load caused the cot to tip during unloading (fastener no longer facilitates proper cot operations during loading/unloading). There was a patient on the cot at the time and they were transported to hospital to be evaluated for non-specified injuries. No adverse consequence was alleged to have occurred to the staff unloading the cot at the time of the incident.